Event description:
A customer contacted stryker to report that their device had failed to charge when used on a patient in cardiac arrest. The customer advised that a back up device was available; however it was observed that the device corrected by itself. In this state, defibrillation therapy may not have been available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had failed to charge when used on a patient in cardiac arrest. The customer advised that a back up device was available; however it was observed that the device corrected by itself. In this state, defibrillation therapy may not have been available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.